Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) found drawer 5 pyxibus cable disconnected and reconnected it. Verified all led indicators on the pyxibus module controller (pmc) and drawer boards were functioning correctly. Disconnected and reseated cables for drawers 2 and 4, then power-cycled the station. After reboot, all cubies were detected with no failures. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and device was not detected on bus, required maintenance and user was unable to recover it. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.